Event description:
It was reported that this was an incident of foley catheter fixed water leakage. After moving from the operating room to the ward, there were signs of leakage of fixed water, and upon checking the balloon, it was found to be deflated. After expanding the balloon, the sterile water did not fall out, and the incident could not be reproduced. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon and temperature wire cut off was found during sample evaluation on 11nov2025.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this was an incident of foley catheter fixed water leakage. After moving from the operating room to the ward, there were signs of leakage of fixed water, and upon checking the balloon, it was found to be deflated. After expanding the balloon, the sterile water did not fall out, and the incident could not be reproduced. Per notification from ucc on 16dec2025, it was reported that asymmetrical balloon and temperature wire cut off was found during sample evaluation on 11nov2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.